Event description:
It was reported that during a thyroidectomy procedure, an emg tube did not hold inflation. It was removed and another emg tube was used to complete the case without further incident. There was no report of injury to the patient. Reportedly, the patient is fine.

Event description:
Additional information supports that a second emg tube was used in the procedure and also leaked. This tube was also removed after the leak was suspected and another emg tube was used to complete the case. This second emg tube was discarded by the user facility.

Event description:
The second emg tube in the case was confirmed to have not leaked; the device was discarded by user facility.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). Only one of the emg tubes used in the procedure was returned to the manufacturer for evaluation, along with thirteen unused emg tubes from the same lot with customer request for evaluation. The product analysis was performed by a quality engineer. Visual examination found the sample was received in original package with identifiable lot traceability, all components found present on returned sample per drawing 90a1993 rev c. The sample was found to have no unexpected or additional external damage that would have contributed to the reported failure. There was no observed damage to the cuff. An inflation leak test bath was setup to contain a large beaker/container of water at room temperature in order to verify and identify location of leak. A standard syringe was used to inflate the cuff using 15-20cc of air. Sample was then inserted and submerged into the bath including the inflation lumen/pilot valve assembly area. With the sample submerged, a small additional amount of air was injected into the pilot balloon; result - sample was confirmed to have small/slow leak as exhibited by small bubbles seen coming from the valve to lumen seal area. The evaluation determined the most likely cause for the leak is insufficient/poor seal between valve and proximal end of inflation lumen. Preliminary observations indicate no manufacturing issues that may have contributed to the reported complaint for leak. There is no indication of supplied material error. Other samples from the same lot were also evaluated. The same inflation test was performed on these samples (n=13), and at t=0 all passed leak test and did not exhibit the same failure condition as the used returned sample. After t=18hrs all samples remained fully inflated with no signs of leaks. Evaluation results - fatigue problem

Manufacturer narrative:
Additional information supports that a second emg tube (same model number and same lot number) was used in the procedure and also leaked. This tube was also removed after the leak was suspected and another emg tube was used to complete the case. This second emg tube was discarded by the user facility. Please note - this device catalog # and lot # has been identified as an affected product of a recall as of march 12, 2013. Removal report #1045254-03/12/13-001-r.

Manufacturer narrative:
The second emg tube in the case was confirmed to have not leaked; the device was discarded by user facility.